Event description:
A customer complaint was received that the upper left double-pivot of the pink at micro broke free from the acrylic for a second time. The patient was not injured. After inspecting the returned device it is suspected that the patient is a bruxer and a different device would be better suited to allow more lateral movement.